Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Some resistance was encountered during delivery, specifically in the distal section of the catheter. The model and lot number of the catheter used are unavailable. The cause of the resistance and failure to open could not be definitively determined, but it is suspected to be related to the tortuous vascular pathway.

Event description:
Medtronic received a report that a marksman catheter and pipeline experienced resistance and failure to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the left ophthalmic artery segment with a max diameter of 4.1 mm and a 3.8 mm neck diameter. It was noted the landing zone was 4.07 mm distally and 4.29 proximally. The access vessel was the femoral artery with a 5.9 diameter vessel tortuosity was severe. It was reported that multiple attempts were made to retract and deploy the tip end of the stent, but the tip end failed to open properly. Due to the tortuous nature of the patient's vessel, the operator stated that large resistance was also felt during catheter delivery, and it was unable to perform optimal operation. After multiple attempts, the tip end still could not fully open. Upon removal, it was observed that the stent had become slightly frayed. The catheter resistance was encountered at the middle section. The pipeline failed to open at the distal section. During the event, the pipeline was not positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. It was resheathed more than 2 time, and no additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the microcatheter and the patient. The catheter was flushed and all devices were prepped as indicated in the IFU. No patient complications were associated with event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~9.5cm to ~8.5cm from distal end. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the pipeline flex braid and marksman catheter were found to be damaged. The resistance was observed during testing. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the braid was not positioned in the vessel bend, which eliminates this factor out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. It is likely the severe vessel tortuosity may have contributed to the reported issues. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.